Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. The patient effects of occlusion and treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a diagnostic heart catheterization procedure. Reportedly, the suture came out with the device when the proglide was removed from the patient anatomy. A cuff miss occurred with the second device. Manual arterial compression was applied to achieve hemostasis; however, the patient's foot went cold and there was no flow distally. The physician did not feel that the vessel closure device caused the occlusion; however, the cause is unknown. The patient was sent to surgery and the patient was okay after surgery as runoff was established. There was a clinically significant delay in the procedure due to the occlusion and patient being sent to surgery. No additional information was provided.